Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia (vt) events and prior to only left ventricular (lv) pacing was selected. It was noted that the patient had latency post lv pacing and the right ventricular (rv) sensing came about 240-255ms post lv pace. The rv sensing occurred during blanking or was sensed as ventricular fibrillation (vf). Technical services (ts) recommended reviewing lv pacing threshold to ensure no loss of capture occurred and programming changes. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had ventricular tachycardia (vt) events and prior to only left ventricular (lv) pacing was selected. It was noted that the patient had latency post lv pacing and the right ventricular (rv) sensing came about 240-255ms post lv pace. The rv sensing occurred during blanking or was sensed as ventricular fibrillation (vf). Technical services (ts) recommended reviewing lv pacing threshold to ensure no loss of capture occurred and programming changes. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.